Manufacturer narrative:
The suspect device was not returned for investigation. However, vyaire medical verify the unit issue and install software(sw) patch 16. Known sw bug due to and improvements are implemented from patch 17. Informed technicians that patch19 will resolve issue. Results of investigation: vyaire medical determined root cause as due to software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. This issue is resolved with v6.0.1700.0.

Event description:
The customer reported bellavista1000e user interface shutdown issue while on a patient. Furthermore, the customer confirmed that the patient is removed from the ventilator, manually bagged and placed into another ventilator but no patient harm associated with the event.